Event description:
It was reported that the patient had a meningitis infection. The devices were removed. The reporter was not aware of any symptoms prior to explant. The patient status was reported as ¿alive - no injury/no adverse event¿. The device system was used to deliver dilaudid and clonidine. It was later reported that the patient was doing fine.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).